Event description:
Left-side MRI indicated rupture.

Manufacturer narrative:
The device was returned intact and functional with some bubbles observed in the gel; the device weighed 1.6g over specification.